Manufacturer narrative:
Correction to f10/h6: component codes: update the code "g04034" to "g04111". Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 3.5mm coupler repeatedly dislodged from the instrument prior to performing the anastomosis. A new device was used to complete the procedure. There was no patient involvement. No additional information is available.